Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they got real bad burning and a lot of times they would get shocked from the implant. Patient said when they wake up they feel like they're on fire. Agent asked where they would feel the burning, patient said their whole back was super hot. Patient said they turned stim down to 1.2 or 1.3 real low, but they still got shocks and jolts and was sweating. Agent asked, patient said the issue started probably a few months ago and had gotten worse. The patient was redirected to their healthcare provider to further address the issue. Patient said the office told them to call, agent provided nas phone number for healthcare provider office to call if needed. Patient called back and mentioned previous information in this case. Patient's implant area burned quite often and they woke up sweating or burning real bad. Patient also mentioned they received real bad shocks sometimes. Patient denied any falls, traumas or changes with their weight. Patient mentioned they turned their stimulation way down to 1.2 or 1.3. Agent suggested turning stimulation off and redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.